Event description:
Recipient's hearing performance with the device was affected. Recipient is reported to have had a car accident in 2016 during which the external processor was lost. Recipient has reportedly received good benefit with the implant prior to the accident in 2016. The recipient was reimplanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, the reported car accident might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User is reported to have had an car accident during which the external processor was lost in 2016. User's hearing performance with the device was affected. The user was reimplanted.